Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer multiple pockets were failed to open and it requires maintenance. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by a faulty ribbon cable affecting the functionality of rows a and b. A field service engineer inspected the drawer and observed that only 12 pockets from rows a and b had failed, and diagnostics indicated that row a mimicked row b. The engineer removed all hardware for close inspection and decided to replace the ribbon cable. Since the rows were not smart, they were returned to positions other than their original locations. Additional maintenance was performed, including inspecting remaining hardware, tightening the scanner cradle, verifying battery compliance, and confirming that all software was current. After completing the repair, the engineer attempted to access diagnostics but was locked out, so a senior pharmacy technician performed a full inventory of all items within the drawer. The customer confirmed successful operation. The fse recommended full drawer replacement if further issues occur. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer multiple pockets were failed to open and it requires maintenance. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.